Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture, baker grade unknown, and possible rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported right side capsular contracture, baker grade unknown, and possible rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture, baker grade IV.

Event description:
Patient later reported baker grade IV. Treatment included anti-inflammatories. During explant surgery, healthcare professional confirmed "no rupture was observed" but there was "serious fluid." The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the weight was to the specification, crease fold, and deformation. Cloudiness and voids were observed after the autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported right side capsular contracture, baker grade IV, and possible rupture. Treatment with anti-inflammatories was given. The device has been explanted, at which time, healthcare professional observed no rupture. "Serious fluid" was present.